Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Investigation remains in progress, once the investigation is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. With the limited information available, a relationship between the device and the thrombus could not be established.

Event description:
Medtronic received information that two hours post-implant, right hemipareses and aphasia were noted. A thrombectomy was performed to remove a clot. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.